Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that last night her insulin pump inappropriately suspended; her sensor glucose was 63 mg/dl but her blood glucose was 170 mg/dl. The patient later received a sensor error and found that her sensor was partially removed from her body. Customer declined troubleshooting since the sensor was an hour away from needing to be changed. Additionally, when the customer removed the sensor she found that the cannula was bent. She then mentioned that the actual cannula was curved, and not bent or crimped; however, the customer was advised that the sensor could have just curved upon removal. The damaged sensor was returned for analysis and a replacement device was shipped to the customer.